Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant product(s): - cutter 1.5:1 expansion ratio/ pn 00-7703-015-00/ sn (B)(4). On (B)(6) 2017, it was reported that the ratchet was not working. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was january 5, 2016 where it was reported that the device was hard to mesh and the 1.5: 1 cutter (serial number: (B)(4)) were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the handle was jammed since there was no lubrication found. The top hinge pin was not locating and could not lock in. The pre-testing would not be performed since the comb was bent. The shoulder bolts, washers and nuts were all damaged. The bottom roller, bottom roller gear, carrier guide and side plates were all worn. The cutter was transported in the sterilization case, the cutter should be wrapped during transportation. The cutter did not produce a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on january 8, 2018 which included replacement of the left and right side plate, bottom roller, bearings, belleville washers, shoulder bolts, cap nuts, bottom roller gear, comb, detent, carrier guide and screws. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the handle was jammed since there was no lubrication on the ratchet. The root cause of the ratchet not working was due to a lack of lubrication on the ratchet. The service technician confirmed the reported event during evaluation and noted that the rachet lacked lubrication, which would prevent the ratchet from rotating properly. The issue was resolved with the replaced the left and right side plate, bottom roller, bearings, belleville washers, shoulder bolts, cap nuts, bottom roller gear, comb, detent, carrier guide and screws. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number 01704, was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the ratchet was not working. It was stated that no further clinical information available. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was bent.